Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient felt intermittent syncope. After device was interrogated, an episode of noise in rv lead was found. The lead was capped. Should additional information be received, this file will be updated.